Manufacturer narrative:
Evaluation of the returned velocity confirmed a fracture on the mid-shaft. If the device is forcefully advanced against resistance, damage such as a kink and subsequent fracture may occur. The reported tortuosity of the patient¿s anatomy may have contributed to resistance during the procedure. Further evaluation revealed that the strain relief was stretched. This damage was likely incidental to the reported complaint and the root cause could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1.3005168196-2021-00939.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2021-00939.

Event description:
The patient was undergoing a thrombectomy procedure in the m2 and m3 segment in the middle cerebral artery (mca) using a velocity delivery microcatheter (velocity), penumbra system 4max reperfusion catheter (4maxc), non-penumbra stent retriever, and a non-penumbra aspiration catheter. It was noted that the patient¿s anatomy was tortuous. During the procedure, after completing six passes using the 4maxc, velocity, and stent retriever in the target location, thrombolysis in cerebral infarction (tici) 1 was achieved. The velocity was then removed, and the hospital technologist noticed several bends at the distal end of the velocity. Subsequently, the physician removed the 4maxc and stent retriever in an exchange to a larger aspiration system. A new velocity was then advanced over the guidewire, through the rotating hemostasis valve (rhv) and through the aspiration catheter; however, while rotating the velocity in the m1 segment of the mca to access and advanced into the m2 segment of the mca, the velocity broke at the mid-shaft. Therefore, the aspiration catheter was removed containing the broken velocity. The physician decided to end the procedure at this point. There was no report of an adverse effect to the patient.